Event description:
Pt reported tightness along the lead and extension whether the device is on or off. Pt has balance problems and has fallen. No report of device explantation. MFR attempting to contact the hcp for follow up info. A supplemental report will be sent if add'l info is received.